Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between continuous cyclic pd (ccpd) therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by severe abdominal pain, which required hospitalization, pd catheter (not a fresenius product) removal, antibiotic therapy, and transition to hd for renal replacement therapy (rrt). The pdrn attributed causality to a touch contamination event. The patient reportedly disconnected during the night to use the restroom and did not disinfect their hands prior to restarting the treatment. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Per the pdrn, the serious adverse events were unrelated to the patient¿s utilization of a fresenius device(s) and/or product(s). Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device and/or product failed to meet the users¿ expectations and/or manufacturer specifications.

Event description:
It was reported to fresenius customer service that a peritoneal dialysis (pd) patient was hospitalized due to peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2025 with complaints of severe abdominal pain. A peritoneal effluent fluid culture and cell count (results unavailable, hospital records not received) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal antibiotics (drugs, dosages, frequencies, durations not provided). However, on (B)(6) 2025 the patient¿s peritoneal effluent culture result returned positive (organism not provided), and the patient¿s ceftazidime was discontinued. Although the rationale is unknown, the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product) on (B)(6) 2025 and the patient transitioned to hd without reported issue. The patient is recovering from the serious adverse events and was discharged home on (B)(6) 2025. The pdrn attributed causality to a touch contamination event when the patient disconnected during the night to use the restroom and did not disinfect their hands prior to restarting the treatment. Per the pdrn, the events were unrelated to any fresenius product and/or device malfunction or deficiency.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius customer service that a peritoneal dialysis (pd) patient was hospitalized due to peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2025 with complaints of severe abdominal pain. A peritoneal effluent fluid culture and cell count (results unavailable, hospital records not received) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal antibiotics (drugs, dosages, frequencies, durations not provided). However, on (B)(6) 2025 the patient¿s peritoneal effluent culture result returned positive (organism not provided), and the patient¿s ceftazidime was discontinued. Although the rationale is unknown, the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product), while simultaneously receiving a tunneled hemodialysis (hd) catheter (not a fresenius product) on (B)(6) 2025 and the patient transitioned to hd without reported issue. The patient is recovering from the serious adverse events and was discharged home on (B)(6) 2025. The pdrn attributed causality to a touch contamination event when the patient disconnected during the night to use the restroom and did not disinfect their hands prior to restarting the treatment. Per the pdrn, the events were unrelated to any fresenius product and/or device malfunction or deficiency.